Manufacturer narrative:
Product analysis: analysis confirmed reported complaint of an error code, the hard drive was reconfigured, reloaded, and the software was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer stopped working in the middle of a case and displayed a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.